Event description:
On (B) (6) 2010, the lay user/reporter, the pt's daughter in (B) (6), contacted lifescan (lfs) to report the one touch ultra easy meter was displaying the 'apply sample' icon. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On approx (B) (6) 2010, the pt noted the reported meter continued to display the 'apply sample' icon during testing; she was unable to obtain a blood glucose reading. Due to this meter issue, the pt took the action of consuming less food and drink. On an unspecified date afterwards, the pt experienced the symptoms of frequent urination and thirst. She did not seek any medical attention or treatment. Troubleshooting revealed the pt's testing technique was correct and the test strips were correct and in good condition. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the reported meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.